Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 01-jun-2024, it was reported that the patient faced that the infusion set blockage was likely at the site and occlusion troubleshooting indicated issue with the infusion set site within 3 or more hours after insertion at abdomen. The patient changed infusion set supplies as necessary and will resume insulin therapy on their own. No further information available.